Event description:
During eval the heartstart mrx the field service engineer (fse) noted the device failed opcheck for processor pca board. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.